Manufacturer narrative:
10 - product evaluation: lens was returned dry with residue/debris within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient experienced low vault with rotation. The lens was later exchanged for a same length, spherical model lens. Cause of the event is a patient-related-factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.